Manufacturer narrative:
This is one event of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-01343, 01344, 03504.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.